Event description:
The customer stated that she was hospitalized, due to diabetic ketoacidosis. The reported blood glucose reading was 1146 g/dl. The customer's doctor stated that the display was scrambled when the customer was admitted to the hospital, and the customer stated that she has not been able to turn the insulin pump on since the event occurred. The customer was advised to revert to a backup plan to treat her diabetes. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.